Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the device identified no kinks along the entire length of the shaft. A visual and microscopic examination of the crimped stent found that the proximal edge of the stent was stretched and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that the stent was unable to cross the lesion. Vascular access was obtained via the femoral artery. The de novo target lesion was located in the right coronary artery. A 28 x 2.75mm taxus liberté drug eluting stent was selected to treat the lesion but was unable to cross the lesion. No patient complications were reported. However, analysis found that the proximal stent was damaged.